Manufacturer narrative:
Initial report sent to FDA on 03/06/2009.

Event description:
Procedure: prostatectomy. According to the reporter: the jaws of the sulu did not completely close until the sulu was completely fired. This occurred while ligating the dorsal vein of the prostate. The foley catheter was captured in the staple line. The surgeon dissected part of the prostate to locate the catheter tip. After removal of the prostate, they checked for the catheter being clear then inserted a new catheter. Delay in or time was 1 hour. There was a slight bend due to the thick tissue, but fired completely. The surgeon did not notice that the jaws were opened. Staples formed properly. The physician felt that since the jaws did not close completely, they could not properly check for clearance of the foley catheter through the urethra. The procedure was converted to open.